Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to battery depletion. The device was analyzed with a new battery and was found to be normal. The original battery was sent out to the vendor for further evaluation and an internal battery anomaly was found which caused the premature battery depletion.

Event description:
During a follow up, the device could not be interrogated. Patient noted that the device felt warm in the summer for 3 hours. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.